Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of swelling at implant site was considered expected and possibly related to the treatment. Potential contributory factor include injection technique. Serious criteria include the need for medical intervention with prednisone for over a year. The case meets the criteria for expedited reporting to the regulatory authorities. FDA letter: this MDR was created in response to FDA report number mw5088177.

Event description:
Case reference number (B)(6) is a spontaneous report sent on 05-aug-2019 by a patient of unknown age and gender concerning the same. This case was directly reported to health authority by the patient. No information was provided about medical history, concomitant treatment, concurrent diseases, history of allergies and previous filler treatments. On an unknown date, the patient received treatment with unknown amount of restylane (lot number unknown) to eye area with unknown needle and technique. It was informed that the patient received restylane treatment from two different medical professions. On 08-jul-2018, unknown time later treatment with restylane, the patient experienced a delayed swollen (implant site swelling) at left eye area. The patient informed that still suffering emotionally and professionally due to the way that patient looked like alien because of the treatment. The patient spent last year (2018), by visiting physicians from all professions (allergists, eye surgeons, primary care physician, arthritis) to found out what was wrong with eye and found out by coincident that suffered from a delayed side effect. As corrective treatment, the patient had been on prednisone [prednisone] for over a year to helped open left eye and stopped the swelling but things were getting bad day by day. The patient still had swollen eye. Outcome at the time of the report: delayed swollen was not recovered/not resolved.